Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. No display anomaly or moisture damage to the electronic assembly or under the screen was noted. The insulin pump had minor scratches on the display window, a scratched case, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump buttons became unresponsive and that moisture was visible under the screen. The insulin pump had been exposed to sweat due to being in a waistband held against the skin. The insulin pump had also been dropped in the past. A small crack was reported on the reservoir compartment. The blood glucose reading was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.